Manufacturer narrative:
The subassembly in question is manufactured by smiths medical. This assembly is incorporated into the finished product (mx9604) by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. The device history record could not be reviewed without a reported lot number as a reference. The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.

Event description:
The reporter stated that, the tubing became detached from the male luer lock (mll) on the pressure monitoring line. There was not patient injury or treatment associated with this event. Hospital in a another country, reported this event to smiths medical international, UK.